Event description:
A biomedical engineer reported that the footswitch stopped working after the incision was made during a cataract surgery. The surgeon pressed the footswitch but nothing happened. They restarted the system and checked the connection of the footswitch with no improvement. One suture was inserted and the procedure was canceled. They were able to complete more cases by switching out the footswitch. They did have to cancel the last case of the day due to running out of time due to the delay earlier in the day.

Manufacturer narrative:
The customer reported the system suddenly stopped working after multiple surgeries with no problems. The facility restarted the system and checked the connection of the footswitch, but the issue was not resolved. The surgery was subsequently cancelled. Another footswitch was then used for the rest of the surgeries for the day. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this footswitch. The root cause cannot be determined conclusively. (B)(4).